Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was in a swimming pool and the insulin pump got wet. Customer's blood glucose level was 127 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response on all the buttons due to moisture damage on all the electronic assemblies also, corrosion was found on the motor assembly. No unexpected button error alarms noted. No corrosion on the motor home switch. Unable to perform displacement test due to unresponsive keypad. The insulin pump had minor scratches on the lcd window, cracked case at the display window corner, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.